Event description:
As per records received, the patient was implanted on (B)(6) 2009 and was revised on (B)(6) 2011.

Manufacturer narrative:
Reported event: an event regarding revision involving a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: "materials reviewed: (B)(6) 2009: implant sheet, right hip. 54mm tritanium shell cluster, x3 elevated rim insert 36mm ID-e, accolade tmzf plus stem #2 1270 v40, lfit anatomic head 36mm +m5mm. (B)(6) 2011: implant sheet, right hip. Trident hemispheric shell 56 mm-f4 x6.5mm screws 20mmm, 20mm, 25mm, 16mm, 36 mm 00 x3 polyethylene liner f, 36mm lfit +5mm v40 head. (B)(6) 2021: operative note, revision right tha. Preop pseudotumor, altr. Implants trident f dual mobility liner with +5mm dual mobility head and titanium sleeve, ceramic head. Significant altr and grade 4 trunnion corrosion. Chronic hip pain presumed from altr and pseudo tumor from trunnion corrosion. Infection w/u negative. Clear brown fluid in joint. Anterior capsulectomy performed. Black residue on the trunnion. It was buffed up. Most came off. Dual mobility liner placed. Confirmation: a revision surgery was confirmed. The other allegations were not confirmed. Root cause: the root cause of the revision was reported to be trunnion corrosion and when the head and liner were exchanged corrosion products were noted. The root cause of the other allegations could not be ascertained without additional medical records." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient underwent a primary revision procedure on (B)(6) 2011. A review of the medical records did not confirm the event. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary and revision operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: accolade plus tmzf hip stem #2; cat#6021-0230 ; lot#30895702. Trident x3 elevated rim 36mm ID; cat#643-00-36e ; lot#mhmahl. Primary tritanium hemi cluster hole cup 54mm; cat#502-03-54e ; lot#mhmmwy. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. Although the reported lot code is in the scope of the CAPA, there was no failure mode reported for this revision. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Device not returned to the manufacturer.

Event description:
As per records received, the patient was implanted on (B)(6) 2009 and was revised on (B)(6) 2011.